Event description:
It was reported that during a cardioversion for atrial fibrillation, this device declared a code 1005, indicative of an open circuit condition. A code 1005 is declared due to high, out of range shock impedance measurements (greater than 145 ohms). It was stated that the patient is currently hospitalized in the intensive care unit. The physicians re-attempted the cardioversion, but the code 1005 persisted. The patient was given an external life vest to wear prior to an anticipated surgical revision procedure on this implanted system. The specific surgery date has not yet been scheduled. At this time, the device remains implanted and the patient is stable.

Event description:
It was reported that during a cardioversion for atrial fibrillation, this device declared a code 1005, indicative of an open circuit condition. A code 1005 is declared due to high, out of range shock impedance measurements (greater than 145 ohms). It was stated that the patient is currently hospitalized in the intensive care unit. The physicians re-attempted the cardioversion, but the code 1005 persisted. The patient was given an external life vest to wear prior to an anticipated surgical revision procedure on this implanted system. Both the device and rv lead were subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted device and lead are expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that during a cardioversion for atrial fibrillation, this device declared a code 1005, indicative of an open circuit condition. A code 1005 is declared due to high, out of range shock impedance measurements (greater than 145 ohms). It was stated that the patient is currently hospitalized in the intensive care unit. The physicians re-attempted the cardioversion, but the code 1005 persisted. The patient was given an external life vest to wear prior to an anticipated surgical revision procedure on this implanted system. Both the device and rv lead were subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products have been received for analysis.

Manufacturer narrative:
This report is being sent to correct h6. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This report is being sent to correct h6.

Event description:
It was reported that during a cardioversion for atrial fibrillation, this device declared a code 1005, indicative of an open circuit condition. A code 1005 is declared due to high, out of range shock impedance measurements (greater than 145 ohms). It was stated that the patient is currently hospitalized in the intensive care unit. The physicians re-attempted the cardioversion, but the code 1005 persisted. The patient was given an external life vest to wear prior to an anticipated surgical revision procedure on this implanted system. Both the device and rv lead were subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted device and lead are expected to be returned for analysis, but has not yet been received.